Manufacturer narrative:
Nerve problems are a well known complication during implant surgery in the posterior region of the mandible. This event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
According to the available information a (B)(6) years old male patient received one ankylos c/x b8/d4.5/l8 dental implant on (B)(6) 2019 in regio 18 (fdi # 37). The implant had to be removed on (B)(6) 2020 because of loss of sensitivity. After removal of the implant the patient has experienced that the sensitivity disorder is decreasing.

Manufacturer narrative:
The device was returned, evaluated for diameter and length measurements, and found to be in specification.